Event description:
It was reported that the customer received a button error alarm. The numbers on the screen kept going up. She could not suspend her insulin pump. The insulin pump would not deliver. The customer's blood glucose level was 98 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, and minor scratches on the display window. All buttons functioned properly, and no button error alarms were noted. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.